Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Reportedly, customer initiated a bolus manually after the pump delivered an auto-bolus. Reportedly, the customer attempted to self-treat their bg with glucose tablets. Reportedly, the customer required additional assistance and call paramedics to transported the customer to the emergency room (ER) where they were admitted to the hospital intensive care unit and treated intravenously with fluids of saline. Customer was released from hospital on (B)(6) 2022 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.